Event description:
Surgeon used the synthes zip fixation system for sternal approximation when the device locking system did not work. Surgeon had to remove the zip system and use another to secure the pt's sternum.